Manufacturer narrative:
Additional information in b4, g4, g7, h2, h4, h6: methods, results, and conclusion codes. The product was not returned for evaluation. However, photos were provided by the reporter which confirm the fracture. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that a patient underwent a revision surgery to remove a vitality screw. The reported complaint was confirmed. Without further information, the cause of this failure cannot be determined.

Event description:
It was reported that a patient underwent a revision surgery to remove a vitality screw. Upon viewing the picture sent by the reporter, a zimmer biomet personnel identified the screw as a polaris screw that was fractured. There was no further surgical information provided and no additional patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Mw5090390

Event description:
It was reported that a patient underwent a revision surgery to remove a vitality screw. Upon viewing the picture sent by the reporter, a zimmer biomet personnel identified the screw as a polaris screw that was fractured. There was no further surgical information provided and no additional patient impacts reported.